Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported that there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician confirmed a diagnostic code in log history indicating a vent inop occurred. The service technician was unable to duplicate the customer reported problem. Performance verification testing was completed on the ventilator and all tests passed per operating specifications.

Manufacturer narrative:
Na